Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the hp utilizes two extension sets in combination with a standard homechoice set. Per hp, the patient line of the homechoice set is routinely clamped off during the prime cycle. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident, per the hp.